Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted. Insulin pump passed sleep current measurement, active current measurement and self test. Insulin pump was monitored and tested with no unexpected battery power loss noted. Software error detected alarm found in the insulin pump history file due to software error. Insulin pump received with cracked case battery tube noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received the software error detected alarm, insulin pump was turned off and stopped pumping insulin. Customer's blood glucose level was over 200 mg/dl or under 80 mg/dl. Customer's other blood glucose level was 234 mg/dl at the time of call. Customer stated that the long crack on the battery compartment. Troubleshooting was performed for damaged. The insulin pump will be returned for analysis.